Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the torn anterior leaflet during the grasping attempt. It was reported that this was a mitraclip procedure to treat large functional mitral regurgitation (mr) with a grade of 4+. After deployment of the first clip without difficulties the mr was reduced to 3. A second clip was needed on the lateral side of the first clip (all a2/p2). The second clip delivery system ((B)(4)) was advanced to the mitral valve, but became stuck below the anterior mitral leaflet, probably in the subvalvular apparatus (chordae). Standard troubleshooting was performed, and the clip was freed and returned to the left atrium to be repositioned. There was no leaflet damage observed at this point. Another 2-3 attempts were made to advance the clip into the ventricle using a slightly different trajectory and positioning. At this point it was observed on echo that the anterior leaflet was torn. One grasp with the second clip was attempted laterally to the previous clip with no successful reduction in mr due to the leaflet damage. The decision was made to remove the cds from the patient, and the procedure was ended. 1 clip was implanted, reducing the mr from 4+ to 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the physical resistance due to interaction with the anatomy in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in the clip inadvertently becoming caught in the chordae, resulting in the user experience; however, this cannot be confirmed. The reported tissue damage appears to be a result of procedural conditions, as the anterior leaflet became torn after additional grasping attempts were performed. The reported patient effect of tissue damage, as listed in the instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report new information has been received reporting that the patient underwent surgical repair of the leaflet on an unknown date. No additional information was provided.